Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. I

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 18, 2007. The facility representative reported a low air-in-line sensor (air-in-line sensor reading 56 all the time). It was unknown when the failure code occurred. Evaluation summary: the condition of air-in-line printed circuit board out-of-calibration was confirmed during testing. The pump head module which contains the air-in-line printed circuit board was determined to be defective and was replaced. The pump was returned to the customer fully operational.